Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 50/ã¸ 44, code j item# 0100214050 lot# 2341347. Clsâ® spotornoâ®, stem, 135â°, uncemented, 10.0, taper 12/14, item# 290039100, lot# 2354654. Metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20 item# 0100185145 lot# 2360216. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently. Approximately 19 months post implantation, underwent a revision surgery due to pain and instability. During the procedure was noted metal debris to the trunnion, osteolysis, and bursitis. The stem was well fixed and remained implanted while the cup, head, and adapter were exchanged without complications. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. Corrected: b1 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The review identified the following: after initial surgery, the patient presented with three months of increasing buttock pain radiating from the back, inability to bend the hip, and imaging evidence of osteolysis. The diagnosis was conus insufficiency with a black, abraded conus and extensive osteolysis of the proximal right femur in the setting of a prior durom large-head total hip prosthesis, along with a large trochanteric seroma and bursitis. Using the previous incision, 200 ml of purulent, toothpaste-like fluid was drained, and the seroma cavity was excised. A large osteolytic defect was noted in the proximal femur extending into the greater trochanter, though the stem remained well fixed. The head was removed, revealing metallosis at the trunnion; metal debris was debrided. The cup was excised with moderate bone loss, and a bursectomy was performed. A new cup, head, and liner were implanted with good stability, mobility, and no dislocation tendency. Postoperative x-ray confirmed correct implant positioning, and the patient was discharged to another facility for rehabilitation. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.